Event description:
No additional information.

Manufacturer narrative:
One mz1000 sample was received without packaging, residual blood was present in the connector. No lot information was provided by the customer, however it was reported that ¿a recalled mz1000 attached to a cardinal health double-lumen PICC kit developed a leak from the PICC hub connection several days after insertion¿ and that ¿air was drawn in along with blood when suctioning, and leakage occurred when flushing.¿ the returned sample was subjected to pressure testing in order to replicate the customer's experience; leakage was confirmed and upon closer inspection, the source of the leakage was due to a crack at the female luer adaptor (fla). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Please note, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to do so may cause the components to partially adhere together, requiring additional force to disconnect, damaging the component. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: a cardinal health "PICC kit" double-lumen catheter, specifically the mz1000 model (a returned item), developed a leak at the connection point with the PICC hub several days after insertion. The reported symptoms were as follows (quoted from the original hospital report): "when suction is applied, air is drawn in along with blood; flushing causes leakage." The leak occurred at the connection point with the PICC hub. Additional information received from the customer: what kind of drug leaked? (Ex. Saline, fluid replacement, anti-cancer drug, etc.) Unknown. Please confirm the lot number(s)? Unknown. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Unknown. Please confirm the make and model of the connecting product(s)? Manufacturer: cardinal health model: PICC kit ii 4.5fr length 45cm effective length 40cm double lumen 1 box of 5 sets_1945-18wgs. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? One crack-like area was observed on the returned item. Please confirm what substance was being infused during the time of the event? Unknown. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Not disinfected. Please confirm if any visible air bubbles were detected? If yes, please confirm the exact location & appearances of the bubbles (i.e. Size, numbers etc)? Unknown. Please confirm if any alarm sounded when this was observed? What was the message on the pump? Unknown. Please confirm the head height between the fluid container and the pump? Unknown. Please confirm how long the product has been in use for in total when the issue was identified? Unknown. Was there any patient harm? Unknown. Was there an under infusion? Unknown.